Manufacturer narrative:
Batch review performed on 28 june 2022: lot 185634: 50 items manufactured and released on 25-sept-2018. Expiration date: 2023-09-11. No anomalies found related to the problem. To date, 5 items of the same lot have been sold without any similar reported event during the period of review.

Event description:
The patient came in reporting his knee felt loose. At 1 year from primary the surgeon revised the 12mm gmk sphere cr poly with a 12mm gmk sphere e-cross poly and the surgery was completed successfully.